Event description:
It was reported that the lead was capped due to lead noises. The patient did not receive any inappropriate therapy. No externalized conductor was observed via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.